Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer visited to emergency room due to hyperglycemia, diabetic ketoacidosis and abdominal pain, on an unknown date. Customer¿s blood glucose level at time of incident was 565 mg/dl. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that the customer was used auto mode feature or not. The device will not be returned for analysis.